Event description:
It was reported that the pump battery intermittently could not be charged which resulted in the pump shutting down. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Additionally, the customer was hospitalized due to the battery issue; details and nature of hospitalization were not provided. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.